Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 clicked and continuously failed. A field service engineer replaced the micro switches within the latch assembly and reseated the harness cable. Rebooted the station and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 latch was indicated as open by the system, although the door did not physically open. The machine incorrectly detected the door status as open. Hardware failure and recovery were required before the drawer could be accessed for medication. The user was able to recover the issue; however, recovery required failing the hardware or waiting for the system to time out, recovering the storage space, and then attempting access to the medication again. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.